Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, seroma late, silicone migration.

Event description:
Patient representative reported right side "severe pain", "intracapsular rupture", "lobulated contours", "fluid around the implant", "silicone leaking", "ticking time bomb", and "swelling." The device remains implanted.